Manufacturer narrative:
Technical support instructed the account to replace the scale board. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
The account alleged the patient positioning monitor is alarming but there is no audible tone.